Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of a button error on the insulin pump. The customer stated that he rarely wakes up with highs over 200 mg/dl depending on what he ate the night before. The customer stated that he cannot feel the highs, aches and pains but not sure if arthritis or diabetes related. The customer stated that he lost a leg from a crash but it was not due to diabetes. The customer stated that he became diabetic after he quit smoking. The customer stated that he went through 4 batteries on the pump to get it to work properly. The customer stated that the act button has to be pressed more than once for it to work. The customer declined help from the 24 hour helpline.